Event description:
Boston scientific received information that this right ventricular (rv) lead did exhibit dislodgement and complete loss of capture, discovered during a routine office follow up. There had been no adverse pt effects due to the dislodgement, beyond the necessary lead revision procedure. This lead was subsequently surgically revised and repositioned successfully. It was noted that the lead had mostly coiled back up into the device pocket. No further information is expected.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.